Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blank display. Troubleshooting discovered the customer could not recover the display. The customer later called back to report the display returned. The customer also reported receiving an unexpected restart alarm on the insulin pump. Customer reported their blood glucose was 445 mg/dl at the time of incident. The customer reported their high blood glucose was due to the customer disconnecting from the insulin pump earlier in the morning. The customer was advised the monitor the insulin pump. The customer declined to return the insulin pump for analysis.